Manufacturer narrative:
The monitor sn (B)(4) was returned to the manufacturer and was found to be fully functional. The electrode belt sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial ((B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4) performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated two times by the lifevest. The patient was reportedly conscious and up on a ladder during the event motion artifact contributed to the false detections. The response buttons were pressed after the first treatment was delivered, but not immediately prior to the delivery of the second shock. The response buttons functioned appropriately. It was reported that the patient experienced a burn from the treatment. Follow-up for the indicated that the burn was healing, and no medical intervention was required. The patient ended use of the lifevest after the event.

Manufacturer narrative:
The monitor sn (B)(4) was returned to the manufacturer and was found to be fully functional. The electrode belt sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4) performance requirements for sensitivity and specificity.

Event description:
Supplemental report 4/1/2021: submitting updated report to correct the event type. ********************************************************* the patient was inappropriately treated two times by the lifevest. The patient was reportedly conscious and up on a ladder during the event motion artifact contributed to the false detections. The response buttons were pressed after the first treatment was delivered, but not immediately prior to the delivery of the second shock. The response buttons functioned appropriately. It was reported that the patient experienced a burn from the treatment. Follow-up for the indicated that the burn was healing, and no medical intervention was required. The patient ended use of the lifevest after the event.